Event description:
Complainant alleged that the coronary care unit clinicians were treating an 80 yr old female pt who was presenting a ventricular debrillation heart rhythm and who was being treated for hypokinesia. The clinicians successfully defibrillated the patient once at 200 joules. Upon their second attempt to discharge the device at 200 joules, the device failed to reach a 200 joule energy level,and the device displayed a "shorted discharge" error message and the device also displayed an "unable to charge" error message. The clinician then changed the device battery, but the device displayed the same error messages when they again attempted to defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.